Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient reported that for 4 months, the prosthesis got locked occasionally but when trying to inflate it returned and worked without problem. However, for a month it stopped working completely and the pump was stuck. When the otr activated, the pump started to inflate but when trying to inflate it again, it came back and stuck. During the medical consultation, the doctor also tried several times to inflate it without good operation. Resonance was requested that reported empty reservoir and cylinders in proper positon.

Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation through the strain relief of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be within a group of striations, indicating contact with unshod instrumentation. Surface abrasion is noted on all tubes and all strain relief of the pump and on the exhaust tube of cylinder #2. A group of partial striations are noted on the inlet tube of the reservoir. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #1 or cylinder #2. The information received indicated a stuck pump, but because no functional abnormalities were noted with the returned components other than instrument damage, quality cannot confirm the complaint as reported. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the strain relief of the inlet tub occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.